Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. A separation is noted in the shorter exhaust tube strain relief of the pump. This is a site of leakage. The surfaces of the separation appear to have uniform striation, indicating contact with sharp instrumentation. The detachment end of the shorter exhaust tube showed the surfaces to be rough and irregular, indicating stress was exerted. Abrasion was noted on the longer exhaust tube of the pump. The detachment end of the exhaust tube of cylinder 1 showed the surfaces to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with either cylinder. A group of partial separations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir. Abrasion was also noted on the inlet tube. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, may have contributed to sufficient stress(s) to separate the serialized exhaust tubing at this site, as noted by the rough and irregular surfaces associated with the detachment ends of the shorter exhaust tube of the pump and exhaust tube of cylinder 1. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the shorter pump exhaust tube strain relief occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and removed/replaced on 7/19/2021 due to a malfunction, tubing leak. Additional information received indicated that the implant would not inflate due to a tubing leak.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information additional information received on 07/29/2021: implant wouldn't inflate due to tubing leak. Malfunction: tubing leak. Device was explanted. No other adverse patient effects were reported.